Manufacturer narrative:
(B)(4). The reported complaint of "interference in the ECG signal" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "during treatment, physician heard the pump alarm, there was interference in the ECG signal. Physician changed electrode slice but there was still interference in ECG signal. Then physician changed the working mode to "pressure triggering" but pump keep alarming "no signal". Finally, physician changed to another back-up pump (plus pump) and everything is ok". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during treatment, physician heard the pump alarm, there was interference in the ECG signal. Physician changed electrode slice but there was still interference in ECG signal. Then physician changed the working mode to "pressure triggering" but pump keep alarming "no signal". Finally, physician changed to another back-up pump (plus pump) and everything is ok". The patient's current condition is reported as "unknown".